Event description:
A physician reported a pt who was originally skin tested on 1/12/99 in the left forearm. On approx 2/9/99, the pt presented with redness, induration and swelling at the test site; onset date shortly after 1/12/99. The physician performed an incision and drainage of the test site in order to perform a culture. The diagnosis was positive skin test and a topical corticosteroid was the only medical intervention prescribed. On approx 2/17/99, the physician performed anther incision and drainage of the test site. The physician believed the pt had an abscess at the test site. The pt requested an antibiotic, and duricef was prescribed.